Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings:during testing, the pump powered on with vibratory and audible tones. The time and date were correctly set at the start of testing. The pump was exercised for 24 hours on a 1 unit per hour basal rate; at the end of the 24hr duration test the 1.0u basal setting remained programmed in the pump with no changes observed. The time and date was also maintained during the duration test. A 10 unit audio bolus and 10 unit normal bolus were successfully performed and both were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. At 10pm on (B)(6) 2013, the pump lit up without user input. It was noticed that the time and date were both incorrect, with the year being reset to 2007. The pump was still primed and showed insulin remaining in the cartridge; the pump did not lose power and there was no alarm. In addition, a health care professional informed the patient that the basal insulin rate had changed to half the necessary amount. No symptoms were reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.